Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus presumes that the suggested event can be caused when a high-energy endo-therapy accessory, such as a high-frequency laser, is used without sufficient distance from the distal end section of the scope. However, despite repeated requests, we were unable to obtain information from the customer who used the high-energy endo-therapy accessory and thus did not determine the cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a burn on the plastic distal end cover. There were no reports of patient involvement.